Manufacturer narrative:
Block a1: (B)(6). Block d4, h4: the complainant was unable to provide the suspect device upn and lot number; therefore, the lot expiration and device manufacture dates are unknown. The upn provided was chosen as a representative upn to capture the implanted device. Block h10: the complainant indicated that the device is not available for return; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed. Block h11: block d6a and g1 have been corrected based on the additional information received on november 11, 2022, blocks a1, b5, d1, d4 and h10 have been updated based on the additional information received on november 11, 2022, block h6: patient code e2330 captures the reportable event of pain. Patient code e2006 captures the reportable event of extrusion. Patient code e1401 captures the reportable event of abnormal vaginal discharge. Patient code e020201 captures the reportable event of anxiety. Patient code e020202 captures the reportable event of depression. Patient code e2114 captures the reportable event of perforation. Impact code f2303 captures the reportable event of medication required. Impact code f1905 captures the reportable event of device revision. Impact code f12 has been used in the light of the patient sought legal recourse for a personal injury related to the device.

Event description:
It was reported to boston scientific corporation that a obtryx was implanted into the patient on (B)(6) 2017. The patient experienced complications, further surgery, and nonsurgical treatment. Patient symptoms include: eep (erosion/extrusion/protrusion of the mesh); back pain; offensive vaginal discharge; difficulties with bowel motions; incontinence not present before implant; recurrent incontinence; aggravated incontinence; psychiatric injury. Surgical interventions: on (B)(6) 2017 the patient underwent further surgery regarding the obtryx implant under general anesthesia for the following purpose: to remove part of implant that protruded out of the wall of my vagina. Nonsurgical treatments: on (B)(6) 2021 the patient commenced psychological medication: duluxotine 60mg for the treatment of: anxiety, depression. Treatment duration: life. On (B)(6) 2020 the patient commenced other medication (please specify): oestradiol for the treatment of: depression, mood swings, hormones, incontinence. Treatment duration: 8mths. The procedure was performed on (B)(6) 2017. The procedures performed were vaginal hysterectomy and pelvic floor repair; transobturator auburethral sling with cystoscopy procedures to treat a patient with symptomatic prolapse, stress incontinence, menorrhagia. During the procedure, the right vaginal fornix was perforated with the obtryx needle and the sling was exposed. The vaginal mucosa was cut between two holes and the tape was buried under 2-0 vicryl continuous closure. Procedure findings were moderate cystocele and rectocele, cervical descent to introitus, slightly bulky uterus and tape exposed due to vaginal sulcus caught with obtryx needle (right) - vagina cut in between and tape exposure covered was completely. On (B)(6) 2017, the patient was seen and examined due to a sharp feeling in vagina during intercourse noticed by her partner. However, the patient was asymptomatic. A cystoscopy; part removal of suburethral sling procedures was then performed. The tape was removed with traction and circumferential sharp dissection. Approximately 1.5 cm length of tape was removed. Upon examination under anesthesia, no tape was palpable. The vaginal mucosa was closed using #2-0 vicryl. The vagina was mopped, and hemostasis was achieved. A 3-4 mm of exposed tape was noted in the right vaginal fornix. Cystoscopy revealed normal and no erosion of tape into the bladder was noted. The patient was discharged on the same day after the procedure. The patient was instructed for follow up in 2 weeks. Instruction was provided that no intercourse for 2 weeks.

Event description:
It was reported to boston scientific corporation that a obtryx was implanted into the patient on (B)(6) 2017. The patient experienced complications, further surgery, and nonsurgical treatment. Patient symptoms include: eep (erosion/extrusion/protrusion of the mesh); back pain; offensive vaginal discharge; difficulties with bowel motions; incontinence not present before implant; recurrent incontinence; aggravated incontinence; psychiatric injury surgical interventions: on (B)(6) 2017 the patient underwent further surgery regarding the obtryx implant under general anesthesia for the following purpose: to remove part of implant that protruded out of the wall of my vagina. Nonsurgical treatments: on (B)(6) 2021 the patient commenced psychological medication: duluxotine 60mg for the treatment of: anxiety, depression. Treatment duration: life. On (B)(6) 2020 the patient commenced other medication (please specify): oestradiol for the treatment of: depression, mood swings, hormones, incontinence. Treatment duration: 8mths.

Manufacturer narrative:
(B)(6). The complainant was unable to provide the suspect device upn and lot number; therefore, the lot expiration and device manufacture dates are unknown. The upn provided was chosen as a representative upn to capture the implanted device. The complainant indicated that the device is not available for return; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.